Event description:
Complainant alleged that the clinicians were attempting to defibrillate a teen-age female pt (exact age unk) in cardiac arrest with the device plugged into ac power, but the unit powered down without warning. The clinicians were able to obtain another device to treat the pt. The complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that two prior unreported events occurred with this device. Those events are reported on medwatch reports 1220908-1999-00246 and 1220908-1999-00247. It was unk if those prior malfunctions occurred while in use on a pt. Pt's age at time of event was reported to be teenager.